Manufacturer narrative:
(B)(4). The patient was listed as status 1 a the patient subsequently received a heart transplant. The lvad was explanted. Corrected information: the lvad was initially reported as not returning. The patient was subsequently transplanted and the pump returned for evaluation. The evaluation is not yet complete.

Event description:
The patient¿s ldh had peaked at 980 u/l on an unspecified date. On (B)(6) 2017 it was reported that the patient¿s lactate dehydration (ldh) was trending back down. A ramp echocardiogram performed on an unspecified date suggested the presence of thrombus. Left ventricular internal diameter end diastole (lvidd) did not respond appropriately to increase in pump speed, which suggested insufficient offloading. On (B)(6) 2017, the patient was transplanted. The pump was returned to the manufacturer for evaluation.

Manufacturer narrative:
Reference MFR report # 2916596-2017-00208 for the report of the pump exchange due to thrombus. Approximate age of device ¿ 54 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2017 due to the lvad system producing low flow alarms. It was reported that this was the third admission due to low flow alarms post-pump exchange on (B)(6) 2017. The patient remained asymptomatic. The patient was previously hemodialysis (hd) dependent and was not hypertensive. Dialysis was performed without fluid removal. On (B)(6) 2017, the patient¿s system controller was exchanged due to continuous low flow alarms. On (B)(6) 2017 it was reported that the patient was still admitted and listed as status 1a for transplant. The patient was reportedly hemodynamically stable, and the cause of the low flows had not been determined. It was reported that the lvad clinicians at the implanting center suspected the presence of a thrombus. The low flow estimations had resolved; however, the pump power was elevated, and the patient¿s lactate dehydrogenase (ldh) had trended upwards daily. No treatment was provided, as the patient remained hemodynamically stable. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Upon disassembly of the returned pump. A flat, non-laminated thrombus formation was found present on the body of the rotor, in between two of the rotor blades. The formation was not adhered to the rotor, but areas of the formation were hard and denatured, indicating that it was present while the pump was operating. The specific origins of the formation could not be determined. Examination of the proximal side of the outlet stator also revealed non-laminated depositions situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that these depositions did not form at this location. Although their origins and a duration of time for which the depositions were present in the pump cannot be conclusively determined, the depositions showed no evidence of denaturation and circumferential contact marks were not present on the outlet bearing cup, indicating that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevation in the patient's lactate dehydrogenase level and could have also created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations. A correlation between the thrombus formations and the reported low flow alarms, which were confirmed through the evaluation of the submitted system controller log file, could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the values recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.